Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information indicated that the field representative was not sure as to why the thresholds were high. In addition, the behavior was attributed to the lead. The patient also felt like having a syncopal spell but never did officially passed out. According to the field representative, nothing was confirmed but with the increase in threshold and it was thought that the reported patient symptom was due to the device. This rv lead was abandoned surgically. No additional adverse patient effects were reported.